Manufacturer narrative:
An event regarding a size/fit issue involving an exeter spigot protector was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: spigot protector n°1 showed marks of tape. There is a slight mark of use on one of the lug that is consistent with normal use of this device. Spigot protector n°2 showed also marks of tape. There are deep marks of pressure on the two lugs that are consistent to the event description because the surgeon tried to connect the spigot in force with the stem introducer. They are also slight marks on the angle of the 2 lugs. These marks are not from pressure of the stem introducer but they show a raw material stress and they are consistent with a molding defect. Dimensional and functional inspection: spigot n°1 is dimensionally compliant and functionally compliant. Spigot n°2 is dimensionally not compliant and non functional. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review was not performed as device details were not provided. Complaint history review: complaint history review was not performed as device details were not provided conclusions: a review by the supplier (B)(4) concluded that event of a spigot too broad and nonfunctional is confirmed. ''The spigot parts are molded. After molding, the mold opened and the ejectors pushed the parts outside. One part was badly pushed and did not fell out. Then the mold was closed to produce a new part. When closing the mold, the part was compressed and this modify the dimension of the part. This deformation can be seen on the angle of the lugs of spigot n°2 because we can see a bulge of material. This bulge of material is a typical sign of a failure of the ejection. This type of mark is also visible on bent spigot. The root cause is the ejector that did not push out the part correctly. The 100% inspection performed by the supplier with the gage go / no go only detects bent spigots but no dimensional defects.'' No further investigation is required at this time. If additional information such as lot details become available, this record will be reopened.

Event description:
It was reported that the exeter stems have a spigot for mounting the stem inserter. The spigot has become broader, and therefore it does not fit into the stem inserter. The customer uses stem inserter 0930-5-000. The sales rep has reported that the delay to surgery was 5 minutes.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the exeter stems have a spigot for mounting the stem inserter. The spigot has become broader, and therefore it does not fit into the stem inserter. The customer uses stem inserter 0930-5-000. The sales rep has reported that the delay to surgery was 5 minutes.